Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on the left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during and after sex"), nausea ("nausea"), libido decreased ("low libido"), endometriosis ("endometriosis"), dyspnoea ("difficulty breathing"), pollakiuria ("urination pressure") and headache ("headache"), underwent nerve block ("nerve block") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery (scheduled)). At the time of the report, the pelvic pain, dyspareunia, nausea, libido decreased and endometriosis outcome was unknown. The reporter considered dyspareunia, dyspnoea, endometriosis, headache, libido decreased, nausea, nerve block, pelvic pain, pollakiuria and weight increased to be related to essure. The following information was received from social media: pelvic pain, libido decrease, nausea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- endometriosis, difficulty breathing, pollakiuria, weight gain, headache, nerve block. Reporter added on (B)(6) 2020: reporter added from social media. On (B)(6) 2020: reporter added from social media. On (B)(6) 2020: reporter added from social media. On (B)(6) 2020: reporter added from social media. On (B)(6) 2020: quality-safety evaluation of ptc. On (B)(6) 2020: reporter added from social media. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain on the left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during and after sex"), nausea ("nausea") and libido decreased ("low libido"). The patient was treated with surgery (essure removal surgery (scheduled)). At the time of the report, the pelvic pain, dyspareunia, nausea and libido decreased outcome was unknown. The reporter considered dyspareunia, libido decreased, nausea and pelvic pain to be related to essure. The following information was received from social media: pelvic pain, libido decrease, nausea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case become incident. New event pain on the left side was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.